Event description:
Health care professional (hcp) reports a fiber leaks noted by blood in the dialysate compartment during onset of pt treatments. New disposables used to continue the treatments without incident. Dialyzers were reused 4 and times 2 prior to the reported events. Hcp reports no pt injury or need for medical intervention.